Event description:
Caller states that after removing the strip from the s active meter, the device displayed a result of lo. No action taken based on this result. No adverse event reported. Requested return of suspect device and replacement was sent.